Event description:
Imaging showed a partial electrode migration in (B)(6) 2014. As the hearing on the contralateral side deteriorated the recipient was seeking an improvement of the implanted ear now and revision surgery was scheduled. During revision surgery on (B)(6) 2020 6 electrodes were found to be extracochlear and it was attempted to reinsert the electrode array. Unfortunately, after the electrode array was fully reinserted, migration was observed again after a few seconds. In the surgeon_s opinion the patient_s cochlear anatomy is the cause of the extrusion. Decision was made to explant the device.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. The concerned device has been explanted. During revision surgery a re-insertion of the electrode array was not successful, most likely due to the recipient's anatomy. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Partial electrode migration was observed in (B)(6) 2014 and now revision surgery to reinsert the electrode array is scheduled.